Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was originally implanted on (B)(6) 2012. The pt had been inpatient for a while. Ldh peaked yesterday at 5591, phgb 80, t billi 6. Since he only has 1 kidney left and creatinine went up to 1.56 and bun 33 we decided not to wait any longer for potential orthotopic heart transplantation. Pt was previously diagnosed w/itp (idopathic thrombocytopenia purpura) post initial implant. The pt also suffered a splenic and renal infarct prior to this pump exchange.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.